Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed a faulty patient board set caused no image to display. The specific root cause of the faulty patient board set could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the scope detection did not work where the video cable connects to the olympus, model cv-190, video system center, when using olympus, model series 180 scopes. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed using different equipment. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - a faulty patient board set was found, causing no image with olympus, series 180 scopes. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.